Event description:
It was reported on october 25th during a selenia dimensions procedure that the c-arm was vibrating while doing tomo sweeps. A field engineer examined the equipment and performed a replacement of the cable and tomo potentiometer and found that one of the screws from the vta assembly was completely broken. No injury to the patient or staff reported. The system was repaired and met the manufacturer´s specifications. No other information is available.